Manufacturer narrative:
(B)(4). The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation, it was determined that the device was working; however, it was running over the temperature specification (106 degrees should be 103 degrees). It was further observed that the bearings were worn out causing the high temperature. The assignable root cause was determined to be due to worn out bearings from normal use and servicing over time. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during routine testing, it was discovered that the attachment device would not work. During in-house engineering evaluation, it was observed that the device was working; however, it was running over the temperature specification (106 degrees should be 103 degrees). The event did not occur during surgery. According to the reporter, the issue was isolated to the device after testing it with different motor devices. It was not reported if spare devices were available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.